Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery depleted from 45% battery life to 10% battery life when plugged into a power source. During troubleshooting with tandem technical support, the customer received a power source alert. Tandem technical support verified that the pump battery depleted from 50% battery life to 20% battery life in 55 minutes while plugged into a power source. Customer's blood glucose level was not impacted. Reportedly, the customer will continue to use the pump for insulin therapy.